Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial channel and high capture thresholds. This device was subsequently explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial channel and high capture thresholds. This device was subsequently explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This crt-d was thoroughly inspected and analyzed upon receipt. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed. The device passed all pin gauge tests. Visual inspection found no anomalies. Analysis found no evidence of device anomalies outside the bounds of normal medical use.